Manufacturer narrative:
When using an a940, 3rd degree burn occurred to the patient. A940 involved in an event where a patient received a 3rd degree burn. Per the customer (B)(4) the power output was used at max 40 setting during the procedure. According to the physician, the disposable return electrode did not work well when the footswitch was pressed. The physician replaced the hand switch and raised the power, and then everything worked. After the procedure was completed, the 3rd burn was observed to the patient. The customer has acknowledged there is a possibility that the placement of the return electrode was not properly applied to the patient per instructions for use. A940 was not returned for evaluation, customer notified bovie medical of the incident.

Event description:
A940 involved in an event where a patient received a 3rd degree burn.